Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, power cable, and power controller were replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to boot. No report of pt injury.